Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving readings of 87 mg/dl, 184 mgdl, and 119 mg/dl compared to lab results of 39 mg/dl, 147 mg/dl, and 39 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for meter serial # (B)(4) is unknown. The date entered in section h4 is the complaint awareness date.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results and visual inspection were within device specifications.